Manufacturer narrative:
Updated: b5, e1, e2, e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. There was no misload identified during loading. Upon the first deployment attempt, an infold was observed. The deployment of the valve was attempted a total of 3 times and recaptured 2 times due to the valve infolding. Subsequently, the valve was withdrawn from the patient after the third deployment attempt. A new valve and new delivery catheter system (dcs) were used to successfully complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). A procedural delay of 5 minutes occurred. No patient complications were reported as a result of this event. Additional information was received that per the physician, heavy calcium of the patient anatomy contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve. There was no misload identified during loading. Upon the first deployment attempt, an infold was observed. The deployment of the valve was attempted a total of 3 times and recaptured 2 times due to the valve infolding. Subsequently, the valve was withdrawn from the patient after the third deployment attempt. A new valve and new delivery catheter system (dcs) were used to successfully complete the procedure. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). A procedural delay of 5 minutes occurred. No patient complications were reported as a result of this event.